Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that before sedation for a transurethral resection of the prostate (turp) procedure, the uretero-reno videoscope was locked in position inside and outside the patient. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause cannot be identified. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress, w, deformation, and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.